Event description:
Baxter field service engineer (fse) reported healthcare professional (hcp) reported "pt (pt) not feeling well" and air noted in arterial blood line (unknown MFR). Action taken: clamped lines and placed pt in trendelenberg position on left side. Pt arrested and was transferred to ICU. Hcp noted a tear in the arterial blood line. Reportedly, arterial and venous transducer protectors had blood on them and there was approximately 30cc blood in the "housing" and air was noted in the dialyzer. No further details have been provided by hcp.